Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an optim sheath abrasion was noted in one location proximal to the suture sleeve tie impression consistent with friction to the device can. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.